Event description:
Clinical study same case as MDR 6000093-2005-01306, and -01307. It was reported that 157 days after the first of two staged coronary artery drug eluting stenting treatment procedure the pt expired. The first procedure treated two target lesions to alleviate a myocardial infarction (mi). Target lesion 1 was a bifurcated 2.5mm vessel diameter, 90% stenosed region of the mid left anterior descending artert (lad). The lesion was 8.0 mm in length. The physician treated the lesion by performing the single wire technique. The lesion was predilated prior to placement of one taxus express2 8.8% 2.5x12 mm drug eluting stent without complication. The side branch, 1st diagonal artery, was not stented. The residual stenosis after deployment was 0%. Target lesion 2 was a 3.5 mm vessel diameter, 100% stenosed region of the proximal lad. The lesion was 24.0 mm in length with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.5x28 mm drug eluting stent without complication. This stent was placed overlapping by 4.0 mm with the stent from target lesion 1. Residual stenosis was 0%. The pt was discharged from the hospital 3 days post index procedure receiving asa and plavix. The second procedure took place 20 days after the first procedure and treated one target lesion. Target lesion 3 was a bifurcated, 3.5 mm vessel diameter, 90% stenosed region of the distal circumflex artery (cx). The lesion was 8.0 mm in length. The physician treated the lesion by performing the single wire technique. The lesion was predilated prior to placement of one taxus express2 8.8% 3.5x12mm drug eluting stented. The residual syenosis after deployment was 0%. The pt was discharged from the hospital one day post procedure receiving asa and plavix. The site reported that the pt expired 157 days post procedure 1. The cause of death was noted to be cardiopulmonary arrest, and no autopsy was performed. In the opinion of the physician there is an unknown relationship to the target vessels.